Manufacturer narrative:
A4-a6:unk. Manufacturer narrative: secondary surgical intervention to remove/replace is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault without rotation. Due to low vault, the lens was intraoperatively removed and replaced for a longer length lens and the problem was resolved. The cause of the event is unknown.

Manufacturer narrative:
D2: phakic intraocular lens: mta. D4: vicmo_12.1. Claim# (B)(4).

Manufacturer narrative:
B5: due to low vault, the lens was later exchanged for a longer length lens and theproblem was resolved. Claim# (B)(4).